Manufacturer narrative:
While on the phone with dario's representative, the user was offered to troubleshoot in order to further investigate this issue, however the user refused to troubleshoot or share any more details regarding the incident with dario's representative. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On august 3rd, the user contacted dario to report inaccurate blood glucose (bg) readings. The user reported that due to the bg readings that he received on his dario meter, he went to the hospital.